Event description:
It was reported, the wheels of the stretcher locked. No patient involvement or adverse events are reported.

Manufacturer narrative:
An investigation remains open to determine the impact to stretcher functionality of the reported condition.